Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR report: 1627487-2013-06557. It was reported, the pt is not receiving effective stimulation therapy. The pt was implanted for bilateral leg pain, primarily the left leg. An sjm rep met with the pt and a system diagnostic revealed both of the lead contacts are invalid. The rep reprogrammed the pt's system but was unable to regain coverage for the left leg. F/u identified surgical intervention to address the issue is planned at a later date.